Event description:
It was reported that several unsuccessful attempts were made to place the right atrial lead but the lead's helix would not extend after numerous turns. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies were found. The full lead was returned and analyzed. The distal conductor was distorted. There was blood found in or on the helix/lobe mechanism. There was deformation/fracture in the 5 centimeter proximal section of the inner coil and extension problems. Damaged at implant.